Event description:
It was reported that two days post implant the right atrial (ra) lead exhibited no consistent capture and had become dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.